Manufacturer narrative:
The investigation was unable to find a definitive root cause. The customer was informed that biotin should not be affected by freezing the sample.

Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The customer received discrepant elecsys testosterone ii assay results for one patient sample from cobas e 411 immunoassay analyzer serial number (B)(4). The initial result was 572 ng/dl and was reported outside of the laboratory. The sample was poured off into aliquot tubes and frozen. On (B)(6) 2018, the sample was removed from the freezer, thawed, and retested. The repeat result was 20 ng/dl and was believed to be correct. There was no adverse event. The customer stated the patient is taking biotin, but was supposed to stop taking it three days prior to blood draw. The customer questioned if freezing the sample could play a role on biotin interference. The field service representative could not determine a cause and verified the customer has had no further issues.